Event description:
The customer reported having a blood glucose value of 20 mg/dl. 20 days previously. The customer reported being new to insulin pump therapy and using too much insulin, which necessitated paramedic treatment, no hospitalization. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.